Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: there were multiple loss of prime warnings observed in the pump¿s black box. The pump was exercised for 24 hours and the loss of prime issues were not duplicated. The pump¿s force sensor calibration failed. The force sensor was removed and the resistance value was found to be out of specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the pump's force sensor was reading outside of specifications. This report is made based on results of investigation completed on (B)(6) 2015.